Event description:
Information received by medtronic indicated that insulin pump had battery issue. Customer stated that battery was empty after three hours and battery had low or short battery lifetime. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 pump has low battery life. Blank display due to broken j-5 connector on the pcb1 board. Unable to verify low battery alert due to blank display. Found moisture damage to the pcb1 board during visual inspection. No moisture damage noted to motor assembly during visual inspection. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Blank display due to broken j-5 connector on the pcb1 board. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.